Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive sheath was selected for use. The sheath was prepared along with good practices and no air ingress was seen when aspirating with tip down in the saline bowl. The sheath was inserted to patient. Transseptal was done with the faradrive sheath and an nrg transseptal needle. The sheath was then advanced to the left atrium (la) and the dilator was removed from the sheath slowly. The faradrive was aspirated properly, and no air was seen on side tube entering to syringe. The farawave catheter was also correctly prepared and placed into the faradrive sheath. Then aspiration was performed, and they physician saw blood bubbles on the sheath side tube. Aspiration was performed again, but this time there were no bubbles. However, because there were many bubbles in the first aspiration, they decided to do another round of aspiration, and again they saw bubbles in the sheath side tube. The faradrive sheath was replaced, and the procedure was completed. No patient complications were reported. During the case, a nurse was re-prepping the faulty sheath, and it seemed to work correctly and during the aspiration test we did not observe any bubbles. The device is expected to be returned. It was further reported that the devices that had been inside the sheath prior to, and/or at the time, the air was observed were a non-boston scientific j-tip wire through which the dilatator was progressed to superior vena cava. After that they performed radiofrequency (rf) transseptal puncture with an nrg needle through the faradrive sheath. The guidewire was in superior vena cava (svc) with entrance from the right groin. Then, the farawave catheter was inserted into the sheath and aspiration was performed. A pressure bag was used for irrigation of the sheath. The bubbles were observed in the flushing line, not the sheath shaft. There was no rapid aspiration with the syringe (no cavitation). No air was seen in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive sheath was selected for use. The sheath was prepared along with good practices and no air ingress was seen when aspirating with tip down in the saline bowl. The sheath was inserted to patient. Transseptal was done with the faradrive sheath and an nrg transseptal needle. The sheath was then advanced to the left atrium (la) and the dilator was removed from the sheath slowly. The faradrive was aspirated properly, and no air was seen on side tube entering to syringe. The farawave catheter was also correctly prepared and placed into the faradrive sheath. Then aspiration was performed, and they physician saw blood bubbles on the sheath side tube. Aspiration was performed again, but this time there were no bubbles. However, because there were many bubbles in the first aspiration, they decided to do another round of aspiration, and again they saw bubbles in the sheath side tube. The faradrive sheath was replaced, and the procedure was completed. No patient complications were reported. During the case, a nurse was re-prepping the faulty sheath, and it seemed to work correctly and during the aspiration test we did not observe any bubbles. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive sheath was selected for use. The sheath was prepared along with good practices and no air ingress was seen when aspirating with tip down in the saline bowl. The sheath was inserted to patient. Transseptal was done with the faradrive sheath and an nrg transseptal needle. The sheath was then advanced to the left atrium (la) and the dilator was removed from the sheath slowly. The faradrive was aspirated properly, and no air was seen on side tube entering to syringe. The farawave catheter was also correctly prepared and placed into the faradrive sheath. Then aspiration was performed, and they physician saw blood bubbles on the sheath side tube. Aspiration was performed again, but this time there were no bubbles. However, because there were many bubbles in the first aspiration, they decided to do another round of aspiration, and again they saw bubbles in the sheath side tube. The faradrive sheath was replaced, and the procedure was completed. No patient complications were reported. During the case, a nurse was re-prepping the faulty sheath, and it seemed to work correctly and during the aspiration test we did not observe any bubbles. The device is expected to be returned. It was further reported that the devices that had been inside the sheath prior to, and/or at the time, the air was observed were a non-boston scientific j-tip wire through which the dilatator was progressed to superior vena cava. After that they performed radiofrequency (rf) transseptal puncture with an nrg needle through the faradrive sheath. The guidewire was in superior vena cava (svc) with entrance from the right groin. Then, the farawave catheter was inserted into the sheath and aspiration was performed. A pressure bag was used for irrigation of the sheath. The bubbles were observed in the flushing line, not the sheath shaft. There was no rapid aspiration with the syringe (no cavitation). No air was seen in the patient.